Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was determined there was no image with the 180 scopes due to a faulty patient board set. In addition, it was noted the video connector was in fair condition. It was also recommended to update the software version from 4.00 to 4.10. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the 180 series scopes were not working with the evis exera iii video system center during set up prior to an unknown procedure. 190 series scope models were working. The customer speculated the failure could be related to a connector pin issue. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.